Manufacturer narrative:
Returned to manufacturer on: 12/07/2017.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging on a bd q-syte¿ extension set was not air tight before use. No injury or medical intervention.

Manufacturer narrative:
Bd received four unopened samples and two photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for sterile package breach before use with the incident lot was not observed. Leak testing was done to receive sample and no leaks were found in the received packages. Additionally, a review of the device history record revealed no irregularities during the manufacture of the reported lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. The reported defect is a customer perception only since the tyvek lid is a breathable material. The root cause could not be determined since the reported defect could not be confirmed in received samples.